Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported to be due to an internal cause. While hospitalized, the patient was treated with cefamezin (1g once daily, route and duration not reported) and underwent a peritoneal lavage for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the event was unknown and treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.